Manufacturer narrative:
Meter serial number (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading reported was found in the meter's memory.

Event description:
Customer reported that about a month prior to calling on (B)(6) 2013 he began to experience symptoms "like weakness, as if unable to respond and no energy to concentrate" which he perceived to be suggestive of hyperglycemia and noted he was "scared to be in a coma". Customer could not recall the actual date/time when the event occurred. Customer further reported he tested using his adc blood glucose meter and received a reading of 110 mg/dl, which was lower than he felt. Customer questioned the results accuracy and sometime later, self-presented to the va hospital to have them check his blood glucose result. At the hospital, a reading of 520 mg/dl was received on an unknown instrument. It is unknown how much time may have elapsed between when the adc reading was obtained vs. The hospital result. Customer went home after the test, but was later called back to the hospital to have his glucose monitored and noted he stayed at the hospital for three-four hours. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion, which reportedly included glucose, in addition to receiving two types of insulin; a regular form and another, which he could not recall the name of because he had since thrown the bottle away. Customer noted he routinely takes insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: treatment with intravenous glucose in a patient diagnosed with hyperglycemia would be inconsistent and inappropriate. Attempts to clarify this information were unsuccessful. Additionally: the test strips the customer was using expired on june 30, 2006. All pertinent information available to abbott diabetes care has been submitted.